Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department for a report that the device audibly alarmed for e321. Specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error cannot be fully charged within 8 hours. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with an e321 (battery charger timeout) error code. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.